Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained and returned testing with anti-jk bioclone. The results of the return and retain testing indicated a 0.5+ reaction. In addition a dat was run on the return sample; the results were negative.